Event description:
Boston scientific received information that this right ventricular (rv) lead, implanted with another manufacturer's pacemaker, exhibited loss of capture for 4.56 seconds. The patient experienced dizziness and felt weak. The representative from the device manufacturer interrogated the device and all lead diagnostics were acceptable and stable. Lead testing was performed and no anomalies were noted. A few hours post check, the patient became symptomatic again. The telemetry monitor recorded six periods of asystole for four or more seconds. An x-ray was performed and the lead was in the right ventricular apex. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacturer's technical services representative discussed further troubleshooting options. Records indicate this lead remains in service. Should additional information become available this report will be updated.